Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Visual inspection noted several bends in the lead body with outer coils slightly stretched out near the tip. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this lead was an attempted implant. No pacing therapy was observed despite maximum device outputs and several repositioning efforts. A replacement lead was implanted without further incident. No adverse patient effects were reported.

Event description:
It was reported that this lead was an attempted implant. No pacing therapy was observed despite maximum device outputs and several repositioning efforts. A replacement lead was implanted without further incident. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.